Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2015 by the knee surgery, sports traumatology, arthroscopy, titled ¿a matched-pair comparison of two different locking plates for valgus-producing medial open-wedge high tibial osteotomy: peek-carbon composite plate versus titanium plate". The study reviewed twenty six (26) patients who underwent opening wedge high tibial osteotomy (hto) using arthrex peekpower hto plate (1st generation) to address valgus-producing medial open wedge high tibial osteotomy (owhto). During the thirty-one (31) month follow-up period, three(3) patients experienced nonunion. Source: cotic m, vogt s, hinterwimmer s, et al. A matched-pair comparison of two different locking plates for valgus-producing medial open-wedge high tibial osteotomy: peek-carbon composite plate versus titanium plate. Knee surg sports traumatol arthrosc. Jul 2015;23(7):2032-40. Doi:10.1007/s00167-014-2914-8170.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.